Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the shaft, balloon, stent implant and in the guide wire lumen, and contrast on the shaft. This is consistent with preparation and the stent delivery system (sds) being advanced into the patient anatomy. The stent implant had dislodged from the balloon and was returned backwards and loose on the balloon. The distal stent struts were facing proximal and the proximal stent struts were facing distal. The 8th, 9th, and 10th row of distal stent struts were mangled. Crimp marks were visible on the tightly folded balloon between the markers and in the correct orientation, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. It is likely that the stent was placed back on the balloon after the dislodgement for return analysis. There was a kink in the shaft and tip. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The proximal and distal stent outer diameters were measured and met manufacturing criteria. The middle measurements were oversized; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Additionally, it was reported the rotating hemostatic valve (rhv) was resterilized, causing damage to the seal. Subsequent interaction with the damaged rhv during retraction would have then led to the stent dislodgement and noted stent damage. The reported failure to advance, stent dislodgement, and device being damaged by another device appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 20/20 priority pack accessory kit (rhv) is being filed under a separate medwatch report.

Event description:
It was reported that during the procedure in the left anterior descending artery, the 3.5 x 28 xience v stent system could not advance to the lesion. During removal of the stent system, the stent dislodged from the balloon in the 20/20 priority pack rotating hemostatic valve (rhv). The procedure was completed using another xience v stent system. There was no significant delay in the procedure and no adverse patient effect. Reportedly, the rotating hemostatic valve had been resterilized, which damaged the rubber portion of the device, causing dislodgement of the stent. Though requested, no additional information has been provided.